Event description:
Patient was revised on (B)(6) 2022 due to a dislocation. Approximately 18 days after the first surgery. The surgeon explanted cortical screw, ø36+9 cup and ø36/10 stem. The surgeon implanted cortical screw, ø36+6 cup, ø36/10 stem and humeral spacer.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.